Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customers blood glucose level was 110-191 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.